Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to forget paired device in bluetooth settings, close the g5 application, reset smart device, re-launch g5 application and re-pair the transmitter, which was unsuccessful.no additional patient or event information is available.